Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. There was no adverse impact to the customer¿s blood glucose. No additional information was provided and the customer declined troubleshooting with tandem technical support.